Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 420 to 467 mg/dl. Customer reported insulin flow block alarm. Customer was not using auto mode at the time of incidence. Customer was using insulin pump within the 48 hours of reported incidence. Customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.